Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device shutdown unexpectedly without any prior warning alarms. The investigation determined that the root cause was a long storage period of the internal battery that caused the battery cells to be damaged. Per the stellar user guide, (contraindication): the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a stellar 150 device shutdown without a low battery alarm after 2 hours of use with internal battery. The device could not be powered on after the shutdown. The patient was sent to the hospital for resuscitation and subsequently passed away.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Per the stellar user guide, (contraindication): the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar 150 device shut down without a low battery alarm after 2 hours of use with internal battery. The device could not be powered on after the shutdown. The patient was sent to the hospital for resuscitation and subsequently passed away.